Event description:
Ous MDR - after implantation time of about 1 month, it was reported that this lead dislodged. The lead was explanted on (B) (6) 2009. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviation from the technical specifications. The analysis did not reveal any sign of material or manufacturing problem.